Manufacturer narrative:
The device was returned to olympus for evaluation. The scope was visually inspected which confirmed there was no image. The cause cannot be conclusively determined. During evaluation, it was noted that scratches were found at the bending section cover and cracks in the adhesive of the bending section cover due to impact in addition to frayed wires.

Event description:
It was reported that during an unknown procedure there was no image from the scope and it could not be restored. The procedure was completed using another scope of the same model. It was noted that the scope was inspected prior to the procedure and no anomalies were found. Per the customer the instructions for use and set-up are followed.

Manufacturer narrative:
This report is being supplemented to provide additional information and corrected data regarding the reported event. Additional information/corrected data: after further review, it was noted that it was clarified the procedure was completed with the same scope and not a different scope of the same model as reported under the initial MDR. It was also reported the procedure was a colonoscopy. Additional information: since a-rubber cuts, a-rubber glue cracked and a-wire frayed were confirmed on the actual item, outer stress may have been added to distal scope. The stress may have caused abnormalities such as buckle and breakage on ccd-cable, which is housed in bending section. As a result, the user suggested event ¿no image¿ may have occurred. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.